Manufacturer narrative:
Implant region 24 fractured. Construction was a bridge placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.